Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed successfully by the user on (B)(6) 2009. On (B)(6) 2009 and (B)(6) 2012 the device failed the weekly auto self-tests due to a low battery. The device was still in fault mode on teh (B)(6) 2012 when it passed a weekly auto self-test. On (B)(6) 2012, a significant increase in voltage was observed which would suggest a further pad-pak was installed. The device successfully passed all self tests up to including the last log entry on (B)(6) 2017. During this time, the device records thirteen manual power ups of ten minutes in duration. The user accessible memory was erases after the last log entry on (B)(6) 2017. The investigation was unable to replicate, or find any conclusive evidence, of the reported fault. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device switching on automatically.